Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported in china that the quick release code was not tightly connected on (B)(6) 2026, and the patient was unable to establish a connection. The patient's blood glucose (bg) value was 12.6 mmol/l, and insulin pump therapy was being used to manage the elevated blood glucose level.